Event description:
The customer reported that the device shutdown. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shutdown. There was no report of negative pt impact. The device was evaluated at the philips repair bench. The reported failure could not be recreated. The device passed all performance assurance testing and was shipped back to the customer site. Philips could not confirm this reported failure. The repair history for this device was reviewed over the last six months and there were no related power issues noted.